Event description:
It was reported that (1) lcsk5 was used during a bowel obstruction procedure. It was reported by the rep that while using the lcsk5 intraoperatively for adhesiolysis, the surgeon noticed the instrument seemed to be burning tissue. Upon further inspection, a perforated bowel was discovered. The lcsk5 was removed from port and the surgeon tested for heat. The lcsk5 was very hot, sufficient to melt surgeon's gloves and burn fingers. The port site incision was extended in order to expose and pull bowel extracoporeal and repair perforation. The case was completed with use of an additional lcsk5.